Event description:
It was reported that after a full supply change on an ilet system using an inset infusion set on the abdomen, the patient experienced sustained high glucose readings up to 390 mg/dl because the blue needle guard was left on and the cannula was inserted bent, preventing insulin delivery; tubing was subsequently replaced and the cannula was filled, and insulin delivery resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.